Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that sensor needle broke inside the customer's body. The customer declined troubleshooting the issue. The patient's blood glucose was 207 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed a visual inspection; checked the introducer needle for burrs, hooks and dull needle tip defects none were found; the introducer needle passed per specifications. The introducer needle was found whole with no broken parts.